Manufacturer narrative:
The insulin pump had low grinding motor noise during rewind due to faulty motor. The insulin pump had a cracked tube lip and scratched reservoir tube window.

Event description:
Customer reported via phone, the insulin pump was making noises and she didn't feel safe with the device. Customer's blood glucose was 9.4 mmol/l. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.